Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative who reported the patient's stimulation has turned off twice and has turned down to 0ma about 5 times. Additional information was received from the patient who reported controller sometimes cannot find device intermittently and patient will have to try multiple times to connect. The controller was reported to be freezing up and patient was advised by a manufacturer representative to take the batteries out and reset which resolved the issue. Patient reported they met with the manufacturer representative last week and had reviewed with them in regards to device not being found. Patient had started tracking incidents and noticed at 5 pm two times the controller could not find device and indicated an instance where the controller froze up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement patient programmer had resolved the issue. The patient reiterated the allegation of the settings changing without the patient changing them, and that would stop working suddenly. No additional patient symptoms, or additional device complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. Caller reported seeing error message screen 59. Patient used to be able to increase to 6.0. Caller noted during initial programming the rep was able to increase to 7.0, in upright position patient herself has increased to 6.0. Patient first noticed settings not available when she was at 5.9. Attempt was made to use the controller again. During the call, patient cleared the screen and decreased from 5.9 to 5.0, then was only able to increase to 5.5 before settings not available re-appeared. Caller noted the lower settings do not control her pain and she is in pain that was worse for the past four days and on the day of the call. Patient had only group a, program 1. There were no other options to try during the call. Caller was redirected to follow up with their hcp to check programming and impedances. Caller did not confirm if the pain was sudden or gradual, but it appeared to be related to settings not available. Caller said ever since she saw settings not available screen. Patient was wondering if her therapy was even working. Both issues started about a week prior to the date of the report. An exact date of the event was not provided. Later on the day of the report, manufacturer representative inquired about why patient was getting screen 59. Information was reviewed with the rep. It was also suggested giving patient some ld settings as well, rather than patient having only one program to use. Rep said patient was using evolve programming, 90 usec and 1000 hz. Also discussed was using less electrode with higher impedance to allow stimulation to be higher, if appropriate. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative got a pop-up on the tablet which said, ¿communication failure¿ while trying to communicate. Another error was also seen, ¿invalid data ¿ 014800.¿ additional information was received from a manufacturer's representative (rep). It was reported the cause of screen 59 and settings not available was most likely due to high impedance, but that was not confirmed. The patient was travelling out of state and couldn't meet the rep until (B)(6) 2017. The rep called tech services and was setting up an appointment to meet with the patient. The issues were not yet resolved. Additional information was received from a manufacturer¿s representative (rep). It was reported the patient was in more pain. The patient was reporting that their stimulation was shutting off and going to 0 ma. The patient reported a past history of seeing settings not available. The rep addressed this by programming the patient to 200 us. The patient also reported that the controller can¿t find the device. It was reviewed the patient should try holding it to their side versus holding the controller in front of the body. The rep stated they were seeing the patient on (B)(6) 2017. It was reviewed the rep should check the recharging statistics to see why the patient feels stimulation shutting off. No further complications were reported.